Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was implanted with a spinal cord stimulator in (B)(6) 2010. This was the patient's first unit and it was explanted within a couple weeks due to infection. According to the patient, they developed an infection in the pocket where they put the battery and it opened up. They were going to wound care for it. The patient was implanted with a second unit after 3 months of being free of infection. They suffered no lasting ill effects from the infection or surgeries for implant/explant. The surgeon told the patient that it was a non-hand washing issue and a super bacteria they could not recognize in the lab. It was later reported by the healthcare provider (hcp) that (B)(6), enterococcus faecalis, and diphtheroids was diagnosed on (B)(6) 2010. Symptoms of fatigue and malaise were associated with the infectious disease. The patient was evaluated with wound dehiscence/skin erosion in the left upper buttock/hip area. The left upper buttock wound goes back to (B)(6) 2011 where a new left posterolateral hip wound, overlying surgical incision site was seen. It was reported that the midline spinal wound had healed, but the wound over the left posterolateral hip became increasingly reddened and started to drain. The new wound was described in the mid portion of the healed surgical scar. The patient was placed on oral antibiotics but the would never did heal completely. On (B)(6) 2011, the patient noted increased discomfort in the left hip wound area. It was later reported that there was a large amount of drainage form the left hip area wound was occurring and the would was now larger. The underlying device was now exposed and no gross purulence was noted. The gram stain had no neutrophils and no organisms seen. The patient returned to the clinic for removal of the device. There was a report that the patient was hospitalized where the infected stimulator battery and 2 leads were explanted. The patient was left on oral antibiotics after the explant. It was reported that the patient later returned to the clinic where it was noted that the surgical site had healed well and there was no evidence of residual infection at the site. There was a report that the patient had a new sacral pressure ulceration stage ii. The sacral wound was much improved during the follow up on (B)(6) 2011 where all sites were declared healed. A history of (B)(6) was reported was treated and resolved by the physician in the fall of 2010. There was a report of migraine cephalgia, fibromyalgia, depression, chronic pain disorder, and hypothyroidism. There was a report that the patient was wheelchair bound due to left lower extremity pain syndrome and chronic leg weakness. It was reported that the symptoms of anxiety and depression were currently under control. There were no symptoms of uncontrolled hyperglycemia nor symptoms of untreated hypothyroidism. There was a report that the patient was seen with multiple medical problems and most recently the loss of the stimulator device due to wound dehiscence and exposure of the device. The culture of the open wound/exposed device was enterococcus faecalis and diphtheroids. There was no evidence of any (B)(6) infection of the skin or the device itself. It was reported that the patient did have evidence of (B)(6) abscess, in the left lower leg but not (B)(6), in (B)(6) 2010. Relevant medical history includes complex regional pain syndrome, left lower extremity including diagnosis of reflex sympathetic dystrophy, left lower leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.